Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight shocks over two episodes in which the rhythm was accelerated, and therapy was exhausted for the episode without converting the rhythm. Technical services (ts) provided a review of the episode and recommended further review with physician. Subsequently it was believed that the arrhythmia was atrial driven. The physician decided to implant an atrial and a defibrillation threshold (dft) test was performed successfully. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight shocks over two episodes in which the rhythm was accelerated, and therapy was exhausted for the episode without converting the rhythm. Technical services (ts) provided a review of the episode and recommended further review with physician. Subsequently it was believed that the arrhythmia was atrial driven. The physician decided to implant an atrial and a defibrillation threshold (dft) test was performed successfully. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received, this implantable cardioverter defibrillator (ICD) was explanted and successfully replaced in order to implant a right atrial (ra) lead. No additional adverse patient effects were reported.